Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2019. The customer was hospitalized three weeks prior due to a low blood glucose. The cause of death was reported as multiple reasons related to low blood glucose. The customer's blood glucose was unknown at the time of death. The caller stated that the customer accidentally delivered too much insulin. The customer ran out of insulin during an initial bolus, filled a new reservoir, and administered a secondary bolus which resulted in them delivering too much insulin. The customer experienced a low blood glucose and became semi-unconscious which is when the family called emergency medical services. The caller stated the customer spent three weeks at the hospital in critical care and then passed away due to incorrect actions taken by the hospital. The caller stated the customer did not experience a malfunction with their insulin pump leading up to the passing. The insulin pump was not worn at the time of passing and was removed by hospital staff upon admission three weeks prior. The customer was not using sensors. The caller declined to return the insulin pump as they did not have the device.